Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the impedance issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient reported seeing an out of regulation (oor) message on their programmer. The ins was at 50% charge. An impedance test observed a low impedance of 37 ohms on electrode pair 8/9 and high impedance of 15488 ohms on electrode pair 9/10. Programming was changed to 9/11 and the patient was receiving effective therapy. The event was considered resolved at the time of the report. No further complications are anticipated.